Event description:
New information notes that programming changes were made to the implantable cardioverter defibrillation (ICD). The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing on the implantable cardioverter defibrillation (ICD). No changes or intervention were reported. The patient condition was unknown.